Event description:
A malfunction alarm occurred, specifically alarm 2 followed by alarm 26. This led to the customer's blood glucose level exceeding 500 mg/dl, with the continuous glucose monitor reading "high." To address this, the customer administered a correction bolus via the pump, and technical support instructed several actions to prevent further issues, including disconnecting tubing, changing the cartridge, and administering boluses of specific units. The alarms recurred initially, but the bolus was eventually completed successfully. The customer was advised to replace supplies as necessary and resume insulin therapy, with a follow-up requested for additional assistance. : multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.